Event description:
ICU medical plum 360 pump: patient had a cardizem drip infusing and the pump turned off without any notification. Pump off but continued to alarm with no ability to shut off; no warning sign of this occurring.